Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water-cylinder and air/ water tube were found with remains of white foreign material inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the air/water, the suction cylinder had no color; the adhesive around the objective lens and the light guide lens had a chip; the adhesive on the bending section cover had a crack; the number of max, cumulative uses was reached; the sheet holder unit had corrosion due to water leakage. Due to shortcut of the charged coupled device cable, the endoscope connector got warm; due to a pinhole on the channel tube, water tightness was lost; due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet the standard value and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained in the device due to improper reprocessing as a result of the leakage from the biopsy channel. However, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.